Event description:
Case reference number (B)(4) is a spontaneous report sent on 14-feb-2024 by a nurse practitioner, which refers to a 39 -year-old female patient. The medical history of the patient included an autoimmune disease ehlers danlos syndrome. No information about concomitant medication or history of allergies has been provided. The patient had previously received treatment with restylane kysse in 2019 or 2020, restylane lyft in 2021 and dysport for every 90 days for cosmetic indication and she had no issues with any of the procedures. On (B)(6) 2023, the patient received treatment with 1 ml of restylane lyft with lidocaine (lot 20624) to chin and pre-jowl sulcus (unknown injection technique and needle type). The hcp reported that there was a total of 10 injections, 0.1 ml of each. The restylane lyft with lidocaine was injected to chin and pre-jowl sulcus (off label use of device). On (B)(6) 2024, the patient experienced an infection (implant site infection) on the left side of chin. The patient was hospitalized approximately the week from (B)(6) 2024 and received several procedures to where they flushed the area. The patient also received treatment with several courses of unspecified oral and IV antibiotics, however, infection was recurring. On an unknown date in (B)(6) 2024, the patient underwent an interventional radiology procedure to view the area better and to come up with a plan to resolve the infection. Outcome at the time of the report: infection was not recovered/not resolved/ongoing. Restylane lyft with lidocaine was injected to chin and pre-jowl sulcus was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from the same reporter: case upgraded to serious. Events (implant site infection and off label use of device) added. Patient demographics, medical history, past filler treatments, suspect device implant date, volume, location, lot number, expiry date, event onset date, outcome, hospitalization details, lab test and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of infection at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes need for hospitalization and multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. Restylane lyft with lidocaine was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review will be performed to rule out a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a nurse practitioner, which refers to a 39 -year-old female patient. The medical history of the patient included an autoimmune disease ehlers danlos syndrome. No information about concomitant medication or history of allergies has been provided. The patient had previously received treatment with restylane kysse in 2019 or 2020, restylane lyft in 2021 and dysport for every 90 days for cosmetic indication and she had no issues with any of the procedures. On 1(B)(6) 2023, the patient received treatment with 1 ml of restylane lyft with lidocaine (lot 20624) to chin and pre-jowl sulcus (unknown injection technique and needle type). The hcp reported that there was a total of (B)(4) injections, 0.1 ml of each. The restylane lyft with lidocaine was injected to chin and pre-jowl sulcus (off label use of device). On (B)(6) 2024, the patient experienced an infection (implant site infection) on the left side of chin. The patient was hospitalized approximately the week from (B)(6) 2024 and received several procedures to where they flushed the area. The patient also received treatment with several courses of unspecified oral and IV antibiotics, however, infection was recurring. On an unknown date in (B)(6) 2024, the patient underwent an interventional radiology procedure to view the area better and to come up with a plan to resolve the infection. Outcome at the time of the report: infection was not recovered/not resolved/ongoing. Restylane lyft with lidocaine was injected to chin and pre-jowl sulcus was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from the same reporter: case upgraded to serious. Events (implant site infection and off label use of device) added. Patient demographics, medical history, past filler treatments, suspect device implant date, volume, location, lot number, expiry date, event onset date, outcome, hospitalization details, lab test and corrective treatment details were updated. V.2 fu received on (B)(6) 2024 from the same reporter: the hcp reported that the patient did not undergo any concomitant aesthetic or cosmetic treatments during the time between the treatment in (B)(6) 2023 and the first onset of the adverse events. In addition, the patient did not receive any of such treatments during the latest 6 months. Batch record review results obtained on (B)(6) 2024.

Manufacturer narrative:
Company comment: the serious event of infection at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes need for hospitalization and multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. Restylane lyft with lidocaine was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, only two medical complaints including this case have been reported for this lot number. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma uppsala quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.